Event description:
It was reported that the patient coded after the procedure. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient was brought to recovery post procedure. Post procedure while the patient was in recovery the patient experienced tachycardia and hypertension. The patient had a cardiac arrest. Transesophageal echocardiogram showed there was no pericardial effusion and computed tomography (CT) scans showed that the patient did not experience a cerebral vascular accident. The patient recovered from these events and is doing fine. 3 days post procedure the patient was still doing fine with no other complications. The next day the patient was discharged home. 5 days post procedure the patient came in for a follow-up visit and was doing well. Brain magnetic resonance imaging (MRI) came back normal with no issues.